Event description:
Customer reported that after inserting a new dexcom g6 sensor, the pump failed to deliver insulin and showed a falling blood glucose level despite having consumed carbohydrates and attempting calibrations. There was no adverse impact to the customer¿s blood glucose level as no specific abnormal values were reported. Tandem technical support attempted contact, no further action needed from support at this time.